Event description:
Subsequent to the initial MDR, clarification was provided on 6/6/2024. It was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable serious adverse event however meet the reportable malfunction. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that readings were over 300 mg/dl off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H1 type of reportable event - correction. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code - correction remove medication required FDA code : 4644, temporary impairment, FDA code : 4619. H6 codes: health effect - clinical code - correction remove chest pain FDA code : 1776. H10: corrected data.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 1 of 2 reports of medical intervention that occurred two separate times around the same week. Please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 04/18/2024. Date of event is an approximation. The patient's parent reported that the readings were not aligned with the symptoms. The problem started 4 days after the sensor was inserted in the abdomen. This report is to capture the first event around the same week. On 04/22/2024, the reporter said that the patient was dizzy and throwing up and had chest pain. When they checked the cgm display device, the reading was normal; however, the symptoms were not aligned to the readings, so they decided to do a finger stick. The bg showed almost 300 mg/dl which was more than the cgm reading; however, the reporter could not recall what the exact value was at that time. The reporter said they took the bg meter value and entered the number in the unspecified pump to calibrate. It was not specified nor clarified whether the reading became accurate after calibration. The parent gave the patient pedialyte/ electrolyte. They had to buy it a few times, reporter did not recall but maybe about 1000 ml total that time. The reporter stated they only visited their healthcare provider once and it was a week and a half after it happened. The medications given during that particular visit were: 1 syringe of 21 units humalog and 1 promethazine 40mg - administered by hcp. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.